Event description:
A complete se self expanding stent was used to treat stenosis in the right superficial femoral artery. Approximately 4 months post implant transmetatarsal amputation of the right foot was carried out due to wound healing disorder after a prior amputation. Approximately 4.5 months post implant a second amputation of the right limb below the knee was carried out due to wound healing disorder.

Manufacturer narrative:
(B)(4). Results: worsening of preexisting wounds with necrosis.

Event description:
The date of the previously reported transmetatarsal amputation of the right foot approximately 4 months post index procedure has been updated. Investigator assessed that the event was not related to the study device/procedure. The event is resolved. The amputation which occurred approximately 4.5 months post implant was not related to the study device and unlikely related to the procedure. The event is resolved.